Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during surgery for a distal radius fracture, after successfully inserting four va screws using a guiding block and a torque driver at a peripheral part, when the surgeon was inserting another va screw, probably 12mm one, into a hole in the second row at the radius side, it went deeper than usual, as he felt that the angle of the screw had been changed while the torque driver was going to be idled. Surgeon tried to remove the screw in a usual way but could not do it. Surgeon eventually removed it while he meshed the screw with the driver at an angle to the plate or the bone. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.